Event description:
The jetstream g2 catheter was used to treat a long occluded in-stent restenosis lesion in the sfa. Multiple passes were made in the minimum diameter mode and two passes were made in the maximum diameter mode. An angiogram taken after the last jetstream pass, showed a large embolism in the popliteal artery. During the attempted retrieval, the embolism moved downstream into the peroneal and posterior tibial arteries. Part of the embolism was unrecoverable and was stented. No further treatment was required.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure, and therefore, not returned to pathway medical technologies for evaluation. In-stent restenosis pts are listed as a special pt population in the IFU and are not included in the indications for use.